Manufacturer narrative:
The customer reported that the amount of endothelial cell decreased after surgery. The amount of endothelial cell was in the 1500 range before the surgery and 600 after surgery. The involved eye and patient identifier are unknown. The patient's visual acuity (va) is currently favorable (1.5). No further information on the patient ocular and/or health history was received. There were no details of the surgery which were received. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Bullous keratopathy (or pseudophakic corneal edema) is a condition in which the cornea becomes permanently swollen. Bullous keratopathy is an over-hydration of the cornea due to endothelial dysfunction. Commonly, the endothelial cell density is reduced, and because the cells balance the hydration state of the cornea, a compromised endothelial cell pump mechanism is referred to as 'corneal decompensation'. Bullous keratopathy is most often found following complicated cataract extraction or other surgical trauma. Chronic endothelial cell damage may result from anterior chamber intraocular lenses or chronic inflammation. Idiopathic and congenital endothelial dystrophies occur in sporadic cases. The mean endothelial count (ecc) in the normal adult cornea ranges from 2000 to 2500 cells/mm2, and the count continues to decrease with age. The functional integrity of the corneal endothelium are necessary to maintain long-term corneal transparency after cataract surgery. Endothelial cell loss and corneal decompensation after cataract surgery is well-documented. All surgical procedures that involve entry into the anterior chamber damage a proportion of endothelial cells intraoperative corneal manipulation. After endothelial cell loss, the adjacent cells enlarge and slide over to maintain endothelial cell continuity, which is observed as a change in the endothelial cell density and morphology. Moderate damage to the endothelium during surgery can also lead to a transient increase in corneal thickness. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. In most instances, minimal endothelial cell loss in cataract surgery has a widely accepted risk to benefit ratio. Advances in endocapsular phacoemulsification procedures, instruments, iols, and related materials such as viscoelastic substances appear to have helped decrease the degree of endothelial damage. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/mm2 are needed to provide adequate corneal dehydration, and clarity. Corneal edema, (due to endothelial dysfunction after cataract surgery) can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 11, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. There is no information to suggest that the system contributed in any way to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the endothelial cell count decreased from the preoperative 1500 range to 600 range postoperatively. The patient's visual acuity is favorable.